Event description:
Female pt with history of pulm. Valve replacement using aortic allograft and two patch angioplastics required stent placement in the pulmonary artery due to pulmonary stenosis. Per treating physician the stents were placed either in the homograft tissue or at the anastoniosis site. No report of this procedure is available as it was performed in the cath lab.